Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was not able to duplicate the reported issue. Engineering log review did show "bellows collapsed" entries that will lead to low tidal volume of less than 100ml. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system stopped ventilating during a case. There was no report of patient injury.